Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the operating room (or) that the tubing separated and leaked. The patient impact was requested, but not yet provided.